Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump module had free flowing IV fluids to patient. IV fluids 700 ml free flowed into patient. Upon inspection found the inner door was broken. Unit taken out of service." Facility biomed tested the device and stated: "membrane plastic bezel cracked where inner door attaches to the point of failure to allow the inner door to no longer stay in position and allow free flow. Carefusion part # 10013081" there was no report given of patient harm as a result of the event.